Event description:
The external pulse generator was returned to the manufacturer due to damage and the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, battery release, release spring, battery contacts, battery drawer, and battery flex are contaminated. Side bail covers are broken.